Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited impedance less than 100 ohms.

Event description:
Additional information notes the atrial lead exhibited an insulation anomaly and oversensing of noise. The lead was subsequently capped.